Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
The customer reported the unit alarmed "pressure sensor autozero" in the diagnostic error codes. The customer confirmed the reported failure. The remote service engineer (rse) advised the customer to verify pin alignment between solenoids and the data acquisition (daq) printed circuit board (pcb). The unit was in clinical use, but there was no patient harm.

Manufacturer narrative:
G4:29dec2020. B4:14jan2021. The ventilator was changed out and the patient was put on another unit. There was no delay in therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29oct2020. B4: 03nov2020. The customer reported the unit alarmed pressure sensor autozero failed while in use, there was no patient harm reported. The customer reported the unit failed pressure check and found pressure autozero in diagnostic error logs. The customer replaced the solenoid valves to resolve the issue. The customer responded by email; the unit was repaired. The unit passed verification testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.